Manufacturer narrative:
(B)(4) (a non-reportable complaint) is in reference to pump s/n (B)(4). The customer's problem regarding the returned pump was confirmed; the pump would go into multiple errors (system faults) when the motor was run (102, 116 & 108 errors) and intermittently display "depleted battery" messages. The pump would intermittently shut off and power up again, this was the result of a faulty mp board. In addition the lcd display was found to be damaged. The pumps error log and event history log were unable to be retrieved and delivery accuracy tests were unable to be run due to the nature of the problem. The mp board was replaced along with the lcd display and other related components necessary to effect the repair. (B)(4) are for the same pump s/n (B)(4) with the same reported problem, the only difference being (B)(4) is listed as "non-reportable and (B)(4) is listed as "reportable" and adds there was a "horizontal line through the display". The customer's problem regarding the returned pump was confirmed; the pump would go into multiple errors (system faults) when the motor was run (102, 116 & 108 errors) and intermittently display "depleted battery" messages. This was the result of a faulty mp board. In addition the lcd display was found to be damaged. The pumps error log and event history log were unable to be retrieved and delivery accuracy tests were unable to be run due to the nature of the problem. The mp board was replaced along with the lcd display and other related components necessary to effect the repair.

Event description:
It was reported that during use of a cadd-ms® 3 ambulatory infusion pump there was a system fault, call for service. The patient was without medication for five hours, her blood pressure dropped and she almost went into shock. She went to the emergency room where she received an unknown medication via IV.